Event description:
It was reported that the right ventricular (rv) pacing impedance gradually increased over the past months from 400 ohms to 1300 ohms. It was also reported that capture threshold increased from 1v 0.4ms to 6v 1.5 ms. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing was kinked/buckled, the outer tubing overlay had a cosmetic environmental stress crack (esc), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.